Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. Patient injury was reported. No further information available.

Manufacturer narrative:
Type of reportable event corrected from serious injury to malfunction patient codes corrected from injury 2348 to no consequences or impact to patient 2199. Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. Patient injury was reported. No further information available. It was further reported that there was no patient injury. The balloon was inflated once below nominal pressure and simply removed after it ruptured.